Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer enhanced due to row board cables. The field service engineer was able to resolve the issue by replacing row board cables on drawer 3.1 and 3.2. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.